Event description:
After an implantation period of approximately 28 months it was reported that the lead was extracted due to high stimulation impedance. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos, 13 charging cycles were recorded to the device memory. The device memory content was inspected, confirming the rv pacing impedance increase mentioned in the complaint description, with values up to 1652 ohm on (B)(6) 2022. Furthermore, the inspection of the available iegms revealed the presence of noise in the far-field channel of episodes 242, 246 and 248. The header of the ICD was inspected. The is-1 ra set screw was damaged, which presumably resulted from the explantation procedure. A detailed inspection showed no anomalies which might have led to the clinical observation. In a next step, the ICD was subjected to an electrical analysis. The impedance measurement functions of the device were tested and the measured values were normal and as expected. There was no indication of a device malfunction. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD proved to be fully functional. The clinical observation was not reproducible. Upon receipt, the lead was received for analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed cuts into the insulation 18 cm, 21 cm and 24 cm distal to the df4 and a bent fixation helix. These damages most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported high pacing impedance. The manufacturing process for these devices were re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.